Event description:
It was reported that during a da vinci sacrocolpopexy procedure the surgical staff experienced a non-recoverable system fault. The system was restarted multiple times, however, the system fault continued to recur. The surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
Investigation conducted by the field service engineer concluded that the non-recoverable fault was associated with a patient side manipulator (psm). The psm is an instrument arm located on the patient cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. The psm was returned for evaluation. The reported failure was replicated during internal testing and it was determined that the axis-6 potentiometer had malfunctioned, thus generating the system fault experienced by the customer. As of july 4, 2012, there have been no reported recurrences of the issue at this hospital.